Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Seven - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2009 and (B)(6) 2011. Weekly pace impedance trend data show spike decreases and impedance varying over the range for min lv (left ventricular) pace=47 to 3056 ohms minimum between (B)(6) 2009 and (B)(6) 2011. Weekly pace impedance trend data shows an abrupt increase for max lv pace=416 to 16080 ohms maximum between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported the lead alert had triggered due to high impedance indicative of a lead fracture. It was also noted there was no capture and an increase in threshold. The lead had a history of low impedance measurements. During the initial implant, access had been very tight and the guide wire was left in place inside the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.